Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. A test infusion was run with no alarms and all calibration values were in specification. A review of the event history log identified upstream occlusion messages but the log does not differentiate between true and false alarms and therefore is not used to confirm the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.